Manufacturer narrative:
The investigation for the reported delivery issues issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The clinical details provided were sufficient to determine a root cause. The root cause of the delivery issues was determined to be due to the patient's iliac stents. Impella cp with smartassist for use during cardiogenic shock and high risk pci instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was being implanted with an impella cp device for mechanical circulatory support. During implantation, the patient had a known peripheral arterial disease (pad) at the iliac artery. The team was unable to deliver via the long 14fr sheath after it replaced the short 14fr sheath. The iliacs had percutaneous transluminal angioplasty (pta) but, there was a delivery failure. The cp pump insertion was abandoned as the iliacs were unable to be traversed.